Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2018-00197. It was reported that the patient experienced ineffective therapy due to lead migration following the implant of her device. X-rays revealed the patient's leads had migrated. Reportedly, the patient slept poorly the first few weeks and was ¿tossing and turning¿ during the night. As a result, surgical intervention may be taken to address the issue.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2018-00197. Follow up revealed that the patient underwent surgery to have their leads explanted and replaced. Effective therapy was restored post operatively.